Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for unspecified number of pts. The initial erroneously elevated results were reported outside the laboratory. It's unk how many pts were admitted to the hospital for observations due to the erroneously elevated accutni results. No further info is available relating to any further treatment or care. It is therefore unk if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not evaluate the instrument. A system check performed on (B)(6) 2009 resulted within specification. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.